Event description:
The customer reported insulin squirting out in a stream during the manual prime. Troubleshooting was performed, and there were no delivery alarms in the alarm history. The customer also stated that she went to her health care professional due to low blood glucose levels. The insulin pump was downloaded, and it appeared that the customer had bypassed the bolus wizard. The customer stated that she has never bypassed the bolus suggestions of the bolus wizard. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.